Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapy due to noise on the right ventricular (rv) lead. A fracture was suspected and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).